Event description:
Aspirator syringes arriving in the lab broken. The syringe arrives in the lab via the tube system with the leur slip tip broken off. Product has been used at user facility for 9 years. The same transport method has been used. This is the 8th event since earlier this year. Other lot #'s that that may have been involved:bn05, bi03, bh03, bh15, bh16, pc01, pl03, bh10, bi11. One event confirmed to be from lot bn05.